Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had issues with the insulin pump's battery. The insulin pump did not turn on after a battery change. The customer reverted to a backup plan. Customer's blood glucose level was not reported. The device was not returned.